Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has an empty reservoir and does not alarm no delivery. Customer has high blood glucose and ketones. Caller states that the blood glucose reading went from 78 to 430 mg/dl with ketones. Nothing further reported.